Event description:
It was reported that there was a hole in the shaft. Upon unpacking a crossboss catheter it was noted the shaft was "pierced". The device was not used. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).